Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 250cc mentor memorygel breast implant ruptured intra-operatively during a breast augmentation procedure. There was no report of patient consequence or adverse event. A new 275cc mentor memorygel breast implant (catalog: 3502751bc lot: 9509662 sn: (B)(4) was implanted instead.